Manufacturer narrative:
Continuation of d10: product ID 8711 lot# n301293001 implanted: (B)(6) 2012 explanted: (B)(6) 2025 product type catheterl; UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. Regarding the pump replacement performed on (B)(6) 2025, it was clarified as a being a regular scheduled replacement. The fever and meningitis had been resolved. The explanted pump and catheter would not be returned to the manufacturer as they had been discarded.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal gabalon via an implantable pump. It was reported that on (B)(6) 2025, the patient had an intrathecal baclofen (itb) pump replacement. On (B)(6) 2025, the patient experienced a fever due to meningitis. Subsequently, gabalon dosage was reduced. On (B)(6) 2025, the dosage was reduced to 100 ug and the pump and catheter were removed.